Manufacturer narrative:
(B)(4). . The device was returned to the factory for evaluation on 03/20/2025. An investigation was conducted on 03/26/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cable. Both connector ends were observed to be intact. The cable was able to be connected to the adaptor with no physical or visual difficulties. The reference harvesting device was attached to the cable with no physical or visual difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device failed the pre-cautery test. The power supply did not emit an audible beeping sound and the evh reference tool did not produce steam or heat. An activation and transection capability test was not performed due tot the reference device not activating. Based on the returned condition of the device as well as the evaluation results , the reported failure "failure to deliver energy" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.

Event description:
The hospital reported that hemopro2 extension cable was used last week and did not work but got sent back to sterile processing before being tagged as defective. Then it was used again on monday (B)(6) 2025 where again it failed however this time it was tagged. The or manager was given the cord at a later time to be dealt with. She had no patient information and stated that there would have been only a short delay in procedure while changing out the bad cord for a new one. The manager stated she did not know which harvester used the cord to ask further details such as if it had been tested with a wet lap prior to starting procedure. There was no patient harm or injury. There was also no concomitant devices used.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.